Event description:
At the hospital in the sterile processing department there are loaner instrumentation for total joints etc come in each weekday for cases. The containers that the instruments are in, the lids are covered with old dirty scotch tape. Because we get such a volume of loaner sets some techs don't take the time to remove this tape. I have seen that after sterilization this tape becomes dry and brittle and I fear that when the instrument sets are unwrapped in the or that the old dry tape will shed into the sterile field and compromise the pt's safety.